Manufacturer narrative:
Study source: (B)(6) clinical study. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015 as part of the (B)(6) clinical study. This complaint is being reported based on the event of asthma exacerbation requiring hospitalization. On (B)(6) 2015 , the patient underwent the second bronchial thermoplasty treatment to the left lower lobe of the lung. No issues were noted with the device. According to the complainant, following the procedure, the patient was admitted to the hospital for asthma exacerbation. Symptoms included breath shortness, wheeze, tachypnea, and tachycardia. The patient was treated with intravenous (IV) magnesium, nebulized bronchodilators, IV morphine, steroids, and IV aminophylline. These medications were reported to be standard medications for treatment. On (B)(6) 2015, the patient's symptoms improved and the patient was discharged from the hospital with one week course of prednisolone. On (B)(6) 2015, the event was considered to be resolved. Baseline spirometry values: visit date: (B)(6) 2015. Pre-bronchodilator: fev1: 2.21, fev1 % predicted: 72.00, fvc: 3.02, fvc % predicted: 86.00. Post-bronchodilator: fev1: 2.61, fev1 % predicted: 86.00, fvc: 3.30, fvc % predicted: 94.00.